Event description:
Reporter indicated that site's handheld computer screen became frozen after interrogation. The event was resolved with a soft reset.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to death or serious injury.